Event description:
Rptr believes the identified problem represents a potential situation for undetected alarm conditions. In rptr's situation, if the alarm silence button were depressed during a uvt (user verification test), then the audible alarms would be non-functional once the ventilator was placed into operation. If the ventilator is not shut off after the uvt, (uvt is often performed at the bedside), then the alarms in this situation would be inactive once placed in the normal standby mode. This problem can be avoided only if the clinician first shuts off power to the ventilator prior to pt application.